Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported unspecified malfunction was reproduced during the device evaluation as a delayed keypad response. The device was determined to not meet all product specifications related to the reported event. The delayed keypad response was verified. The cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified malfunction in the emergency room. There was no patient involvement associated with this event. No additional information is available.